Event description:
It was reported that t:slim x2 pump battery would not charge, though pump did not shut down and remained usable. There was no reported impact to the customer¿s blood glucose level. Customer chose to continue using current pump and rely on alternate insulin method if necessary, and technical support arranged shipment of replacement pump.